Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that nrg transseptal needle was selected for use in a procedure for typical flutter. During the procedure, while attempting to go transseptal, the transseptal puncture was not achieved and the nrg rf needle was removed. Considering it was noted after an ep study that the arrhythmia was not coming from the left side, thus it was decided to perform the oblation on the right side. Hence, the arrythmia was able to be treated from the right side without transeptal access. Therefore, transeptal access was aborted. It was also reported that extra force was applied while attempting to cross the septum. No patient complications were reported. The outcome of the procedure was not disclosed. The device is not expected to be returned for analysis.